Event description:
A confirmed pump motor stall occurred at 8:26am while the patient was at home; the pump alarm had sounded. There was no stall recovery. The patient experienced withdrawal. The patient's pump was replaced. Drugs delivered via the device were sufentanil, lioresal and clonidine.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(6) 2000, explanted: unk; catheter model: 8575, lot# j12441r, implanted: (B)(6) 2006, explanted: unk. (B)(4). Analysis of the pump revealed gear train anomaly/ corrosion. The reason for the stall was concluded as missing/partially missing teeth on gear wheel three. The catheter was incomplete, returned in segments; analysis of the same revealed no significant anomaly, acceptable catheter testing.

Manufacturer narrative:
(B)(4).